Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p5d0852). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy procedure, the instrument made a loud cracking noise part way through firing. Upon examination after firing, it was found that the staple line was open and the staples did not form or hold. The device was replaced by opening a new stapler handle, and no further issues with stapling occurred. A double lobectomy was performed instead of a single lobectomy due to a change in the planned surgical procedure.